Event description:
Additional information was received. It was confirmed the issue was resolved on 2024-jul-03.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-jul-01 clinical (B)(6): information was received from an unknown source regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject seen in clinic (B)(6) 2024 reporting more bladder pain/spasm,  and loss of efficacy, was discussed with subject a year ago battery is nearing end of service. Subject does want to continue with therapy as she feels it has been very helpful for her. It was stated that this was possibly related to  therapy or device and not related to the implant procedure. The device is approaching end of life. Event is ongoing. Not due to programming. As for intervention the device was explanted/not replaced component: entire system action date: (B)(6) 2024.